Event description:
It has been reported that a zeon 40cc intra-aortic balloon (iab) was used for the patient with the acat 1 intra-aortic balloon pump (iabp). The iab volume monitor was 40 cc when the pump was started the day prior and now was down to 30cc volume. The staff disconnected and reconnected the tubing and the volume returned to 40cc. There was no patient death or injuries reported. No medical or surgical intervention required. The patient was listed in good condition with no complications reported.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.